Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient had pain down the left side of their body that they thought was likely related to falling, and that they also had a stomach bug flare up and just wanted to have the device checked. It was noted that this was a sudden onset of symptoms. No further complications were reported/anticipated.